Manufacturer narrative:
We made a review of the device history records: the quality records for the lot 136713 000 are complete and in order. No non-conformity was recorded for this lot number. No similar complaint has been recorded for this lot of xcela. The catheter disconnection test made on the lot 136713000 gave a measured necessary force to disconnect the catheter of 24,45n. According to the standards nf s94-370 and iso10555-6 (standard reference for the port) the resistance of the junction (disconnection test) must be superior to 5n. So the lot#136713 000 is conformed to the standards requirements. No deviation has been recorded in material and/or manufacturing process during manufacturing of the lot number 136713 000 of xcela power injectable port. The review of the device history records, the review of similar complaints and risk management review showed no deviation without the returned product, we are not able to push further investigations and conclude and the cause of the reported catheter migration. We sincerely apologize for any difficulty or inconvenience that may have occurred. Pfm medical cpp will continue monitoring for additional occurrences of this type of incident.

Event description:
As reported on user medwatch (B)(4): a (B)(6) y/0 female with history of breast cancer had port-a cath inserted on (B)(6) 2016 for administration of chemotherapy. The patient completed her treatment and at the time of removal of the port-a-cath in ir on (B)(6) 2016, while trying to remove the port from the pocket, the port catheter separated from the port and retracted up to the right supraclavicular area. The port was removed in its entirety. The catheter could not be retrieved via the port pocket and therefore a right common femoral vein approach was selected. Fluoroscopic retrieval of the port catheter was accomplished through the right common femoral vein with no foreign body left.